Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that a picture of the patient's driveline near the base of the controller was sent by the ventricular assist device coordinator. It was noted that no alarms were reported by the patient and the issue may be cosmetic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial driveline damage was confirmed through review of the submitted image; however, a specific cause for the damage could not be conclusively determined through this evaluation. Review of the submitted image revealed a tear in the outer jacket of the driveline, causing the two sides the outer jacket at the tear to separate. The underlying layers were visible at the location of the tear but appeared intact. Tape was also observed on the driveline to the right of the tear. It was reported log files were unavailable for review; however, the account did communicate that no alarms were reported. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) as well as driveline, serial number 65515 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), and the heartmate ii patient handbook are currently available. The IFU and patient handbook provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also cautions the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Both the IFU and patient handbook provide additional instructions regarding driveline care and instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.